Manufacturer narrative:
The microtip was received with small stress fractures on the case nose overmold joint. No other visual external damage or defect was noted. Functional testing was conducted and the microtip primed successfully on the first attempt. No leaking resulting from the stress cracks on case nose was observed. The device functioned within all specifications for the duration of the functional testing cycle. No excessive heat build up was observed qualitatively. Simulation testing was conducted and the microtip primed successfully on first attempt. During the simulated use testing cycle there was no sign of issue or defect. The handpiece was then tested with thermocouple, after cutting on high for 6 minutes the temperature of the sheath was 83.9 degrees f. The thermocouple test was repeated following removal of the case nose assembly and operation of the stack assembly with no fluid cooling handpiece. The maximum tip temperature reached was 89 degrees f; the maximum limit for applied part per iec (B)(4) is 109.4 degrees f. There was no indication of device malfunction or heat build up. Internal disassembly inspection found no damage or defect of the device. Based upon the reported complaint, it is suspected that either fluid restriction due to a disconnected pressure cuff or empty saline bag or compacted tissue build up between the sheath and needle could have resulted in friction/heat build up with limited irrigation cooling. Compacted tissue build up would be caused by operation of the device in dense tissue without creation of an entry tract specific to the target tissue. Stress fractures on the case nose support this theory as operation in dense tissue with sweeping motion, without appropriate entry tract, puts additional stress on the device. The reported failure was not duplicated.

Event description:
Per the information reported, the doctor was releasing the lateral portion of the plantar fascia at eh base of the 5th metatarsal when he noted smoke coming from the area of the treatment. The doctor noted that the probe was hot and he immediately withdrew it from the patient. A discussion occurred with the doctor on (B)(6) 2017 and he reported that the treatment site is not red or infected, but still has a slight amount of drainage. The priming of the microtip, prior to use, took a couple of efforts before the device primed. The console was set to medium, however the audible was a continuous hum which later reverted to the "putt-putt" of the medium setting.